Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 425 mg/dl. The customer was going to bolus to treat her high blood glucose level. The customer was able to rewind the insulin pump. However, the customer rewound the insulin pump twice before and received two motor error alarms. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with normal operating currents and passed the self test, unexpected restart, and off no power tests. No motor error alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.